Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal, no blank display noted. All operating currents are within the speciation, no unexpected low battery, failed battery test, off no power alarm or battery indicator/bar anomaly noted. However, the battery tube was corroded. The insulin pump was received with minor scratches on display window and cracked battery tube threads. No damage inside the insulin pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test before and after battery change and display screen is blank. Customer does not recall any significant events leading to the error. Customer's blood glucose was 150 mg/dl at the time of incident. Customer declined troubleshooting. The customer was advised that the device would be replaced and to return the product for analysis.